Event description:
It was reported that the communicator power cord was getting hot. The communicator was excessively rebooting. There were no storms or power outages reported. A boston scientific company representative opted to replace the communicator. The communicator was returned for analysis, and the patient received a new communicator. Additional information from the product investigation indicates that the allegation was confirmed. The cause was not established, where it was confirmed that a flash file corruption was attributed to the communicator being locked, with no known root cause. The communicator is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicated that the allegation was confirmed. The cause was not established, where it was confirmed that a flash file corruption was attributed to the communicator being locked, with no known root cause.

Event description:
It was reported that the communicator power cord was getting hot. The communicator was excessively rebooting. There were no storms or power outages reported. A boston scientific company representative opted to replace the communicator. The communicator is no longer in service. No adverse patient effects were reported.

Event description:
It was reported that the communicator power cord was getting hot. The communicator was excessively rebooting. There were no storms or power outages reported. A boston scientific company representative opted to replace the communicator. Additional information from the product investigation indicates that the allegation was confirmed. The cause was not established, where it was confirmed that a flash file corruption was attributed to the communicator being locked, with no known root cause. The communicator is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicated that the allegation was confirmed. The cause was not established, where it was confirmed that a flash file corruption was attributed to the communicator being locked, with no known root cause.